Manufacturer narrative:
The site biomed representative declined to provide patient information. On (B)(6) 2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. On (B)(6) 2016 a medtronic representative, following-up at the site, reported the imaging system functioned properly. It is likely that this issue may have been a possible mobile viewing system (mvs) to image acquisition system (ias) connection and booting sequences. No parts were replaced. No parts have been received by manufacturer for analysis. No further issues have been reported.

Event description:
A site biomed representative received a report from their radiographic technologist (rt) that, while in a spine procedure, the imaging system was not taking exposure. When the rt pressed the button on the hand-switch a beep was heard, but no exposure was taken. The biomed representative was unable to confirm if this was a 2d or 3d exposure. The surgeon opted to discontinue the use of the navigation system and the imaging system and completed the procedure with the use of a c-arm. Delay in therapy was less than one hour. There was no impact on patient outcome.